Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act, up arrow and down arrow buttons were not responsive. The customer also reported that they received a button error alarm after changing the battery. The customer's blood glucose was 260 mg/dl at the time of incident. The customer stated that they were not to turn the light off. The customer also stated they were unable to make a correction due to the keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to test for excessive no delivery test and occlusion test due to the prime fill anomaly. No button error alarms were noted. All buttons functioned properly. However, the pump had corroded keypad traces, broken battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube, a cracked reservoir tube window and a missing end cap sticker.